Manufacturer narrative:
This report is being filed on an international product list: 6c37, that has a similar us product distributed in the us, list: 1l79. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a (B)(6) architect anti-hcv ((B)(6)) on specimen ID: (B)(6) that tested (B)(4), pcr rna of 10,000 copies, architect (B)(6), (B)(6). Additional troubleshooting performed at a reference lab was also architect anti-hcv (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The evaluation of the customer issue included a review of the reference files, a search for similar complaints, a review of historical data, a review of labeling and sensitivity testing. The customer returned sample was tested with another reagent lot 89034li00 and elevated values, but non-reactive results were obtained. The sample was tested with mikrogen recomline hcv igg test with boarderline results and architect hcv ag with reactive results obtained. Both clinical seroconversion panels and sensitivity testing met all specifications using both the likely cause lot and lot used for customer return sample testing. Ticket searches determined that there is a normal complaint activity for the likely causative agent lot. The tracking and trending report review determined that there are no related adverse or non-statistical trends. Labeling was reviewed and found to be adequate. No adverse trend, non-conformances, potential non-conformances, or deviations were identified for the customer's issue. No product deficiency was identified.